Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose issues and diabetic ketoacidosis. The customer's blood glucose reading was 800 mg/dl at the time of incident. Customer indicated they were released after their blood glucose stabilized. Troubleshooting was performed on the pump and was found that the pump was working as designed. Customer was advised to monitor the pump and to call back for further assistance if necessary.